Manufacturer narrative:
(B)(4). However, immediately after deployment of the fourth clip, the mr grade increased back to 3. Reportedly, the most probable cause may have been due to the tension on the system which masked the suboptimal reduction while the clip was still attached to the cds. The final mr grade was 3 with four clips implanted. Post procedure, the patient was extubated in the catheter lab and was stable condition. No additional information was provided. Concomitant medical products: mitraclip system: lift, support plate, stabilizer, steerable guide catheter, implanted mitraclip (x2). The mitraclip remains implanted on the anterior mitral valve leaflet. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the initial medwatch report, additional information received indicated that the last clip used remained attached to the leaflets after it was implanted. No additional information was provided.

Event description:
This report is filed as the clip (10316715/(B)(4)) detached from the posterior leaflet shortly after deployment, but remained on the anterior leaflet. Another clip was used to stabilize the clip and is considered medical intervention. It was reported that a mitraclip procedure was performed. Two clips were implanted reducing the mixed mitral regurgitation (mr) from 4+ to 2+ - 3+. A third clip (10316715/(B)(4)) was required to decrease the mr more and complete the procedure. The third clip was placed on the mitral valve leaflets according to standard procedure and the mr was observed to be 1-2. Before deployment, leaflet insertion passed inspection. The final arm angle was observed, the lock line was removed, the clip was released from the clip delivery system (cds) and the gripper line was removed. The fluoroscopic inspection and echocardiogram images were fine. After the clip was deployed, the mr was 1-2 with a mean pressure gradient of 5-6mmhg. Thirty seconds post deployment, the third clip was found to have detached from the posterior mitral valve leaflet increasing the mr grade to 3. This required a fourth clip (10299465/(B)(4)) to be placed adjacent to the third clip to stabilize it and prevent it from potentially slipping off the anterior leaflet and embolizing. The fourth clip was successfully deployed. There were no problems with the leaflet insertion, final arm angle, clip release from the cds and removal of the gripper line. The reduction of mr was 1-2 and the mean pressure gradient was 7-8mmhg.

Manufacturer narrative:
(B)(4). The mitraclip remained implanted on the mitral valve leaflet. The analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. Potential causes for the single leaflet device attachment (slda) leading to incomplete coaptation are, but not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database identified no other incidents associated with the reported lot. There were no reported issues while functionally inspecting the clip delivery system during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient conditions, procedural conditions and/or user technique, the slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated that the patient had a mixed underlying disease which consisted of chordal rupture of the p3/p2 segment with an eccentric yet positive dilatation due to heart failure between the a2/p2 and a1/p1 segments. After deployment of the 3rd clip, the clip detached from the posterior mitral valve leaflet, increasing the mr grade to 3. A decision was made to implant an additional clip to stabilize the slda clip. Information received from the physician did not indicate any other leaflet pathology or challenging patient anatomy that may have contributed to the reported event. Based on the information reviewed, a definitive cause for the reported slda cannot be determined. There does not appear to be any evidence of a quality deficiency associated with this device. The patient effect of worsening mitral regurgitation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling.